Event description:
The jp drain was placed during surgery approximately 4 months ago. Two days post-op, an order was placed to have the jp drain removed. The nurse removed the drain. The following day, the nurse paged and spoke with md and received orders to place a staple over the jp site. The same day the patient was discharged. Approximately 12 days after discharge, the patient had a follow up clinic appointment for staple removal and a lumbar x-ray. On x-ray a portion of the retained jp drain was seen. The patient was directed to go to the ed to be admitted for surgical removal of the retained jp drain. A 5cm piece of jp drain was removed and the patient was discharged approximately 3 days post clinic appointment. Manufacturer response for jp drain, jp drain (per site reporter): awaiting response from manufacturer.